Manufacturer narrative:
E1: initial reporter address 1:(B)(6).

Event description:
It was reported that device interaction with another device occurred. The 70% stenosed target lesion was located in a coronary artery. Following pre-dilation with a 2.50x12mm semi compliant balloon, the 12 x 2.75mm promus premier drug eluting stent was advanced for treatment with szabo technique. The stent balloon was inflated at 12 atmospheres and the stent was fully inflated and deployed. However, when the physician deployed the stent in the side branch and tried to remove the main vessel wire for rewire, the stent and the side branch wire also pulled along with the wire. The procedure was completed using plain old balloon angioplasty only. There were no patient complications reported.